Manufacturer narrative:
Additional information was received that the patient's ipg was not charging anymore. No device malfunction was suspected.

Event description:
A report was received that the patient's battery was not functioning. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's battery was not functioning. The patient will undergo an ipg replacement procedure.